Event description:
It was reported that during a procedure of the right foot on (B)(6) 2014, a cannulated star drive screwdriver tip broke in the head of the screw while inserting. The tip was retrieved with no surgical delay and another screwdriver was used to successfully complete the procedure with no patient harm. No further details provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the cannulated stardrive screwdriver shaft, t8, part number 03.226.004 lot 2222959, was received with a portion of the distal tip broken off. The broken tip was not received. The balance of the tool is in good condition and the etchings are legible. One cannulated stardrive screwdriver shaft, t8, quick coupling, part number 03.226.004, was received with the complaint category of ¿broken: tip broken intra-operatively.¿ this instrument is used for inserting and extracting headless compression screws in procedures for the fixation of small bones and small bone fragments. This information is provided per the 2.4mm and 3.0mm headless compression screws technique guide, j6512-d. The returned screwdriver shaft, lot # 2222959, was manufactured december, 2006. It was received with a portion of the distal tip broken off. It is broken such that a 3mm length is missing from three quarters of the distal tip and was not returned. The last quarter of the distal tip is intact. The balance of the tool is in good condition and the etchings and markings are intact. The break is consistent with the result from torque in excess of that required for its intended use. Per the technique guide the screw is to be inserted and extracted by hand (j6512-d). The complaint condition cannot be replicated because the screwdriver shaft is already broken but the complaint condition is confirmed and likely the result of the method of use. A review of the current edition of the design drawing, se_006257 rev. C, was performed. The 1.18mm cannulation is necessary to provide precise screw placement via a 1.1mm guide wire and the t8 stardrive geometry at the tip is necessary to engage the t8 stardrive recess in 2.4mm and 3.0mm self-drilling, self-tapping cannulated headless compression screws. To account for this, the screwdriver shaft is manufactured from hardened and tempered x15tn stainless steel, a high strength, corrosion resistant material common in instrument applications. Thus, the design was found to be sufficient for its intended use and the complaint condition is not the result of a design deficiency. In conclusion, the complaint condition is likely the result of torque in excess of that required for its intended use. The design was found to be sufficient for its intended use and the risk analysis adequately addresses the harm of this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.